Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker device hit elective replacement indicator (eri) so quickly. The battery status of this device was noted to have 2.5 years remaining but after four months the device reached eri. The patient was at the hospital for a device change out. To date, this device remains in service as there was no known information that the device was already explanted. No adverse patient effects were reported.